Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as surgical damage. Another opening was observed and assessed as an unidentified tear. The shell thickness was within specification. As per the investigation procedure creases was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade unknown. The device has been explanted.